Event description:
It was reported that the pump was chewed on and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 90mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.